Event description:
The customer reported via phone call that the insulin pump was beeping and did not allow her to complete the rewind sequence. The insulin pump alarmed weak battery. In the alarmed history several bad battery alarms and a closed circle on the insulin pump were found. Customer's blood glucose level was 532 mg/dl. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.